Event description:
IV introducer needle was left in place after the IV was started, and the IV line connected to IV. The design of all IV caths allow a syringe or tubing to be connected, even when the introducer needle is still in place. The nurse connected the IV line to the catheter without removing the introducer needle.